Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is complete.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the history from the pt's sys controller was downloaded she noted the time clock had reset on (B)(6) 2011 at 20:38 and the pt's flow was at zero. The pt stated that he was on battery power at the time and felt "fluttering in his chest". The sys controller was exchanged without incident. The pt remains ongoing.